Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 573 mg/dl and 505 mg/dl. The customer reported headache as a symptom related to high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.